Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was 505 mg/dl. The device was able to rewind and the no delivery alarm was resolved by a complete set change. The insulin pump was not replaced or returned for analysis.